Event description:
It was reported that pump displayed malfunction code 16, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received assistance resetting pump, and experienced recurrence of the same malfunction, so pump was determined to require replacement under warranty; customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to return problematic pump using supplied prepaid materials.